Manufacturer narrative:
Date of birth was updated.

Manufacturer narrative:
The customer's materials were requested for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: occupation ni equals family member / spouse.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 11:00 am the meter result was > 8.0 inr. At 2:30 pm the laboratory result was 2.6 inr. The customer therapeutic range is 1.8 - 2.8 inr. There was no allegation of an adverse event. The customer's current condition was provided as stable. The customer's wife could not recall if there were any dosage adjustments based on the inr result of > 8.0 inr. The customer just starting taking new eye drops. The customer recently had two teeth extracted and their lense in their eye recently collapsed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.